Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of months ago. The date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort with anchors. The patient underwent anchor replacement procedure and was doing well postoperatively. The explanted anchor was not returned as it was discarded by the facility.,